Event description:
Reportedly, during a regular pacemaker f/u, a high ventricular lead impedance (>3000ohms) was measured. The ventricular threshold was also increased to 3.25v (it was 0.3v at the implantation); however, pacing failure was not observed. A re-intervention was performed and since lead pull test was not performed, it is unk whether there was connection issue between the lead and pacemaker or not. After disconnecting the ventricular lead from the pacemaker, it was measured by an analyzer; threshold was 0.9v and impedance was 390ohms. The lead was then re-connected to the pacemaker again and threshold was measured by the programmer; capture failure was not observed at output 7.5v, but it was observed at output 5v. The lead impedance was not measured at this time. A new pacemaker was connected to same leads and the re-intervention was completed. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.